Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The insulin pump was received with faded serial number label. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay. Analysis was unable to perform displacement test due to physical damage to case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring came off. The customer's blood glucose was 18 mmol/l at the time of incident. The insulin pump was returned for analysis.